Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the previous issue with the j497g was never reported . Dr. Thought it was just a one time thing until it had occurred the second time in the middle of a procedure. Report for previous event submitted via 2210968-2019-81431.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mjk059 batch number, and no non-conformances were identified. A labeled winding former, a needle and a suture piece of product code j497, lot mjk059 were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined under 20x magnification and remnant suture was noted. The suture end is severely cut, resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the needle pull off, is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was also reported that this issue has happened previously. Please advise: were the previous issues reported to ethicon? If yes, do you have a product complaint number? If not previously reported to ethicon, please provide the following information for each procedure: procedure name and date, product code, lot number, please describe the issue that occurred with the device.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was coming off of the needle. It is unknown how the case was completed. There were no adverse patient consequences reported.